Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the user contacted customer care to report that their medical device was providing readings significantly different from their regular blood glucose (bg) meter. The user provided several examples of discrepancies between the sensor glucose (sg) and bg readings, with differences ranging from 27 to 43 points. Customer care reviewed potential causes of discrepancies, such as lag time between bg and interstitial glucose levels, and advised the user to focus on trends rather than individual readings. The case was escalated to the next level of support, which reviewed the data and noted a period of instability in the system. They recommended the user allow the system more time to stabilize and continue calibrating as needed. The user was advised to monitor the system and report any further issues.

Event description:
Senseonics was made aware of an incident where user contacted customer care to report that their medical device was providing readings significantly different from their regular blood glucose (bg) meter. The user provided several examples of discrepancies between the sensor glucose (sg) and bg readings, with differences ranging from 27 to 43 points. Customer care reviewed potential causes of discrepancies, such as lag time between bg and interstitial glucose levels and advised the user to focus on trends rather than individual readings. The case was escalated to the next level of support.no injury or medical intervention was reported.